Manufacturer narrative:
Results: the cat6 was fractured at the hub. Conclusions: evaluation of the returned cat6 revealed that the catheter was fractured. If the cat6 is forcefully retracted against resistance, damage such as a fracture may occur. No other devices associated with the complaint was returned for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa), popliteal artery, and peroneal artery using an indigo system aspiration catheters 6 (cat6) and non-penumbra sheath. During the procedure, after making two passes using the cat6, the physician decided to remove the cat6 to be flushed. However, while retracting the cat6 through the co-pilot valve, the physician experienced resistance and, the cat6 broke into two pieces but was intact. It was also reported that the cat6 began to unravel upon further retraction. The procedure was completed using a new cat6, drug-coated balloon, stenting and, tissue plasminogen activator (tpa) drip. There was no report of an adverse effect to the patient.